Event description:
Increased infusion rate and overdose of propofol, apnea. A literature article was received from a phycisian concerning a female pt. The pt was being treated with propofol once intravenous (not otherwise specified) for monitored anaesthesia care with sedation. The otherwise healthy female pt presented for excision of a nasal basal cell carcinoma. The pt had undergone previous surgery under general anaesthesia without incident. The pt medical drug use included menopause hormone replacement. The pt reported no drug allergies. After consultation with the surgeon and informed consent by the pt, the plan was local anaesthesia lidocaine infiltration by the surgeon and monitored anaesthesia care with sedation using a propofol infusion. After premedication with midazolam 1 mg IV, the pt was transported to the operating room and standard asa monitors were applied. Supplemental oxygen was delivered via a nasal cannula at 4 l/min. A dose of midazolam 1 mg IV and fentanyl 25 microg IV were administered. A 20 ml syringe of propofol (10 mg/ml) was mounted into a drug infusion pump. The pt was drowsy but responsive. The IV propofol infusion began at 100 microg/kg/min, piggy-backed into a flowing ringers lactate solution infusion into a 22-gauge peripheral IV catheter in the dorsal hand. After 3 minutes , the pt ceased respiratory efforts and became apneic. The propofol infusion was stopped, a facemask was applied with an upward jaw thrust, and approximately 1-2 minutes of positive pressure ventilation by the hand-ventilating bag was required until spontaneous respiration resumed. Pulse oximetry saturation decreased briefly to 80% and then quickly recovered to values more than 95%. Close scrutiny revealed that the syringe saddle was missing and the length of the syringe barrel was directly in contact with the pump case. This caused a less than expected upward displacement of the syringe clamp, and consequently the infusion pump fasely detected the 20 ml syringe as a 5 ml syringe and caused a 268% increase in drug infusion rate. In this pt , 3 minutes of propofol infusion at 100 microg/kg/min should have delivered 21 mg of propofol. Instead, the pt actually received 56 mg propofol (21 mg x 2.86). The authors suggest a possibility that the pt could have become apneic with the intended dose of propofol. The astrazeneca drug safety physician assessed this case as serious due to life threatening.